Event description:
The lay-user/reporter alleged that the buttons on the keypad is starting to stick. There was no evidence of product misuse or keypad peeling. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.